Event description:
Event description boston scientific crm received information from the patient that the doctor indicated the battery gas gauge for this pacemaker is at 50%. The doctor thinks that it is prematurely depleting. The device is on an advisory.